Manufacturer narrative:
A stryker service representative evaluated the customer's device and verified and duplicated the reported issue of error code e2a9. The system pcba and energy delivery pcba were replaced to resolve the reported issue. The device passed functional and performance testing and was returned to service at the customer. The system pcba and energy deliver pcba were returned to the stryker redmond product analysis center (pac) for further evaluation. Upon inspection of the system pcba, the pac technician verified the reported issue of the presence of error code e2a9 and noted that the system pcba did not detect therapy pads when they were connected to a test device. The root cause of this issue was further isolated to a broken component (r697) of the patient parameter qrs detection circuit.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not detect the patient through the defibrillation pads. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.